Manufacturer narrative:
There was no patient injury and clinical circumstances did not warrant medical intervention; the surgery was completed successfully with an alternative implant. The suspect medical device was returned for analysis. Visual inspection confirmed the proximal end of the implant was sheared at various angles at the extrusions where the inserter mate with the implant, indicating the cause of the fracture is due to mechanical failure under shear stress upon insertion. Review of labeling: possible adverse events. Bending, disassembly or fracture of implant and components.

Event description:
A patient underwent spinal surgery on (B)(6) 2021 consisting of seaspine's hollywood nanometalene interbody system. It was reported that the interbody fractured during insertion and the cage turned and became stuck in the disc space. The surgeon was able to recover the implant; however, the reporter was not able to confirm that all fragments were retrieved.